Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. The insulin pump was tested with no audio/beep anomaly noted. We were unable to confirm keypad unresponsive due to blank display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was dropped and it has a high pitched noise. The customer removed and reinserted the battery and the buttons were not responding, it still has the constant tone and the screen went blank. The drive support cap is recessed. Blood glucose value was 8 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.